Event description:
On 11-aug-2025 the user reported that on (B)(6) 2025 they experienced hypoglycemia with a blood glucose (bg) of approximately 65 mg/dl. The user was able to treat the low bg by consuming juice without assistance from a caregiver. No emergency medical services (ems) or hospitalization was required. The user was incorrectly not entering meal announcements as instructed by their healthcare provider.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.